Manufacturer narrative:
Device evaluation: review of the log file showed that multiple low speed events were captured on (B)(6) 2016 between 12:10-12:13 with pump speed values as low as 2720 rpm while the system was connected to the power module. The low speed events were associated with low speed hazard alarms as well as pump power elevations up to 25.5 watts. No interruptions in pump function were captured prior to or following this time frame while the system was connected to batteries. Approximately 7.5 inches of the external portion/distal end of the driveline was replaced and returned for evaluation. Electrical continuity testing on the returned portion of the driveline revealed that all wires were electrically intact. The reported separation of the distal end bend relief was confirmed upon removal of the rescue tape. No other area of damage to the outer silicone sleeve was observed. The underlying clear bionate layer appeared unremarkable. Breakdown of the metal braided shield was observed adjacent to the metal connector at the terminus of the distal end bend relief and approximately 3 inches from the metal connector. The underlying wires adjacent to the metal connector showed evidence of minor kinking and insulation abrasion; however, microscopic inspection and high potential testing revealed no area of compromised insulation. The patient received a pump exchange after additional low speed events occurred; however, the pump was not returned for evaluation. The cause of the low speed events could not be conclusively determined based on the log file review and the evaluation of the returned portion of the driveline. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that a tear in the silastic sleeve of the driveline was observed. When rescue tape was being applied over the area of concern, a pump stoppage occurred. The system controller was assessed and it was observed that there was a separation of the distal driveline from the metal connector. The patient was reported to be asymptomatic at the time of the event, and was admitted to the hospital. The system controller log file reviewed by the manufacturer¿s technical services revealed multiple low speed operation alarms as well as elevated current readings while the lvad was connected to the power module. X-ray images of the driveline revealed some slight shield stretching near the connector as the wires enter the connector. On (B)(6) 2016, the manufacturer's technical services representatives performed a distal end percutaneous lead (driveline) repair. Approximately 12 inches of the external driveline was replaced. After the repair, the lvad was connected to a grounded patient cable, and pump stoppages occurred. The patient's pump was exchanged to another manufacturer's device on (B)(6) 2016.